Event description:
As reported, during use with this ev1000a platform on a number of occasions inaccurate values were displayed following successful calibration with tptd (transpulmonary thermodilution). Customer reported the values were noted to be unusable immediately after tptd calibration and stopped the monitoring. No error messages were displayed. To troubleshoot the temperature cable was replaced for another one without success. No further information was available. Patient demographics unable to be obtained. There was no allegation of patient injury.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Total number of events and their respective occurrence dates are unknown.

Manufacturer narrative:
Finally, the ev1000a platform was received by our technical service center for a full examination. The report of unstable values could not be confirmed. From visual inspection it was observed that the rear databox label has an old part number and did not have pcn9 label. Additionally, fatal exception yellow screen appears most of the times as the monitor was turned on. Panel pc was replaced to solve issue. Then, during testing with a known good unit cable the device was functional and values were stable. Additionally, the old software version of the databox was upgraded. Electrical safety test run-in, functional test and final verification were performed. Based on further engineering investigation, the cause of the failure observed is consistent with electrical component failure complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Despite further attempts the device was not returned for evaluation. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The manufacturing records were reviewed and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.